Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the shattered screen was unknown. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.